Event description:
There was a defect in the balloon. Before the iab was inserted, a small hole was noted. On 9/14/98, datascope rec'd the following info: a small leak was noted before the iab was inserted into the pt's femoral artery. (Event complications: none from the event - reported 9/8/98, 9/14/98.) (Pt's current status: o.k. - reported 9/8/98.)